Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient experienced extrusion of electrode lead into external auditory canal. The implanted device remains.